Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
During an implant procedure, when the lead was connected to the neurostimulator, impedance measurements of >4000 ohms were seen on electrodes 0 and 2. The physician reconnected the lead into the device but the "click" of the allen wrench sounded different. Even though the wrench made the "click" noise, the lead could slide in and out of the connector block of the device. The neurostimulator was replaced but high impedances (>4000 ohms) were seen on all combinations with electrode 2. A new lead was then implanted and connected to the new device with normal impedances then measured. No discernable user error or handling issues were noted during the procedure. No injuries were reported and the patient recovered without sequelae.